Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that when the surgeon tightened the middle screw in the array cross connector, the torque didn't apply to the screw. The screw was not tightened neatly although he tried several times. Subsequently, another cross connector was used to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Corrected information: product code and 510(k) number. The returned device was evaluated. There was some deformation found in the hex drive feature of the set screw which is consistent with damage seen when the driver is not aligned properly with the set screw. The complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.